Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery could not be charged. Reportedly, pump began charging after being plugged in for 30 minutes. Additionally, it was reported that the customer received a continuous glucose monitor error 42. Reportedly, issue resolved and customer was able to resume insulin therapy. Customer's blood glucose (bg) level was between 200-300 mg/dl.